Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for distal arch and thoracoabdominal aneurysm after arch replacement. A gore® tag® conformable thoracic stent graft with active control system (tgm282820j) was implanted just below the left subclavian artery and a non-gore stent graft (cook zenith alpha/zta-p-34-209-w1) was implanted distally. On an unknown date at one month follow-up, computed tomography confirmed a type iiia endoleak. The cause of the endoleak is unknown. On (B)(6) 2022, a reintervention was performed whereby an additional gore® tag® conformable thoracic stent graft with active control system (tgmr313120j) was implanted as an overlap device between the non-gore stent graft and the previously implanted ctag/ac. The endoleak was resolved.